Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion. In addition, analysis did not identify any device characteristics that would have caused or contributed to the clinical observations of noise, oversensing and pacing rate not as expected.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) lead noise and oversensing. There was no pacing inhibition. It was noted that the noise was due to unknown electromagnetic interference (emi). The device was pacing at the maximum sensor rate (msr), and the patient had an elevated heart rate. Pacing threshold measurements were good. No troubleshooting was done at that time. A surgical revision was later performed and the device was explanted and replaced due to the battery life on the device had changed multiple times prior to explant. No adverse patient effects were reported.